Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection and functional test of the returned device. Visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. The shaft was found in good conditions and the dilator was not received. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Prior to inserting the device into the patient, pre-assemble sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. At this time is not possible to determine the root cause of the hemostatic valve condition, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. Additional investigation was initiated to address the root cause for the resistance to sheath issues. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that the physician had a very difficult time advancing the dilator and withdrawing it from the vizigo sheath. The caller noted that the physician was able to advance it and use the sheath to complete the case, wanted to note the difficulty/ resistance he encountered, and is requesting a replacement vizigo sheath. There was no patient consequence. The customer¿s reported resistance with the sheath is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. On 1-apr-2022, pal revealed that a visual inspection of the returned device found the hemostatic valve was not found on the hub component nor inside the sheath. This finding of the hemostatic valve separation is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 1-apr-2022 and reassessed it as MDR reportable.